Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Replaced. The device was serviced to meet functional specification. Should additional functional testing and the review of the alarm log revealed that the device had presented a downstream occlusion alarm. The cause of the condition was determined to be a damaged latch roller. To correct the condition, the lacth roller was relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an occlusion alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.